Event description:
The husband of a female patient called lifecor customer support to report that her monitor "would not start up". A lifecor sales rep. Confirmed the start up problem and replaced her monitor, battery packs, and charger for evaluation.

Manufacturer narrative:
Device manufacturing dates: monitor 08/2006, battery pack 03/2007, battery charger 11/2006. Evaluation summary: device evaluations of the returned equipment have been completed. The reported problem (device would not start up) was confirmed. The cause of the reported problem was two shorted tantalum capacitors (c9 and c10) on the defibrillator pca within monitor. Both capacitors had developed an internal short circuit which, in turn, shorted the (+) and (-) battery inputs and resulted in excessive current draw across c9 and c10. The root cause of the capacitor failures cannot be positively identified but was likely random component failures. The shorted c9 and c10 capacitors in the monitor resulted in blown fuses in battery packs and when the battery packs were plugged into the monitor. Battery charger, functioned normally. No adverse event resulted from the c9 and c10 failures. The patient received a replacement monitor, battery packs, and charger.